Event description:
It was reported that the patient suffered a devastating injury due to a fractured lead. This resulted in the patient being shocked over 20 times by their abbott pacemaker device. The patient indicated that in 2013 when one of their previous leads (unknown manufacturer) was bad, the previous device (unknown manufacturer) vibrated due to the noise detected in the lead and the lead was replaced before it caused any issues. The abbott device that was implanted in 2020 never vibrated prior to the current lead fracture and had been interrogated multiple times prior to the incident and nothing was found on the leads. The patient indicated they were told by abbott that the fault was due to the lead not the abbott device. The lead was a medtronic lead model # 693558. The patient implied abbott advised the device was not automatically programmed to detect damaged leads. The patient implied this was a known issue with defibrillator leads causing inappropriate shocks. The patient implied they had several medical records regarding the incident and subsequent hospitalization. The patient implied a picture was attached (not received) and that their physician indicated they would need a heart transplant in the near future. Related medwatch form # mw5119904. Additional medwatch form listed by patient: mw5119902, mw5119903. Note: additional information could not be obtained as the specific serial number for the lead and devices were not provided, the patient identification was anonymous as well as the facility.